Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Report source: tga device incident report reference no. 56117; submitted to (B)(6) by a patient. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific mesh was implanted during a procedure performed on (B)(6) 2018 for the treatment of incontinence. According to the complainant, on (B)(6) 2018, the patient experienced bleeding. Indeed, the patient had already faced months of agony and her health has taken its toll. Subsequently, the patient also experienced mesh erosion through her cervix and she have been unable to have sex since. Reportedly, the patient felt that it was too painful and the mesh had already cut her partner's sexual organ. Boston scientific has been unable to obtain additional information regarding the event to date.